Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the device has upper and lower case halves mixed from two different devices by the customer. The upper case, lower case, battery release, one side bail cover, the battery contacts and the battery drawer were contaminated, the lead flex cover was corroded, the ring bail was bent, the battery drawer o-ring was missing and the liquid crystal display was out of specification in an electrical manner which caused the device to fail its incoming vxi functional testing because the display menu screen was dim. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.